Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified subclavian vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 1 second. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.